Event description:
A patient reports while wearing a pod between 4 and 24 hours the patients blood glucose level had rose to over 400 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with the needle mechanism fully deployed. The exposed portion of the soft cannula was observed to be kinked. Fluid was not observed escaping this kink. Due to the damage being external, the exact timing and cause of the damage to the exposed portion of the soft cannula cannot be conclusively determined. Fluid successfully passed through the fluid path as expected despite the soft cannula being damaged. No other damages or deficiencies were observed that would result in the device failing to deliver insulin.